Event description:
It was reported that a patient underwent a reduction mammaplasty procedure on an unknown date and topical skin adhesive was used. The patient developed a localized allergic reaction which required the removal of the adhesive and topical corticosteroid treatment. Further wound healing was uneventful.

Manufacturer narrative:
(B)(4) - allergic reaction. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.